Event description:
It was reported that during a bankart repair shoulder procedure, the surgeon was using a juggerknot 1.5 angle and the anchor did not deploy to the bone and returned back. There was a 20 minute delay. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h6. Upon receiving additional information of the reported event, it was determined to be not reportable. The reported event does not have an applicable sentinel event to be a reportable malfunction. The initial report should be voided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a bankart repair shoulder procedure, the surgeon was using a juggerknot 1.5 angle when the anchor deployed from the device but pulled out from the bone. There was a 20 minute delay. No patient consequences were reported as a result of the event.